Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported gas leakage before surgery. There was no impact to the staff or the patients.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. At the onsite visit, the field service engineer replaced the laser head and performed a complete alignment of the system. The system meets company specifications per service and installation record (sir). The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).